Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has exhibited a rise in shock impedance measurements, including values greater than 125 ohms. All other system measurements appear to be normal. The ICD remains in service and there were no adverse patient effects reported.